Event description:
Per the medical article "asymmetrical expansion of balloon expandable transcatheter aortic valve prostheses" corresponding author dr thomas pilgrim , the aim of this study was to investigate the impact of asymmetrical expansion of balloon-expandable thvs on hemodynamic valve performance and clinical outcomes. 1,216 patients undergoing transfemoral tavr for native severe aortic valve stenosis with contemporary balloon-expandable thvs between (B)(6) 2022 were include in this study. The following events were identified as pertaining to an edwards lifesciences device: the article reported in table 4 bioprosthetic valve performance and clinical outcomes according to tavr asymmetry index, stroke was listed. No additional details were provided in the table or the article.

Manufacturer narrative:
E1 phone number (B)(6)/ reference article, maznyczka, annette, et al. "Asymmetrical expansion of balloon-expandable transcatheter aortic valve prostheses: implications for valve hemodynamic and clinical outcomes." Cardiovascular interventions 17.17 (2024): 2011-2022. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2022. For this reason, the first day of the reported study period (01-february-2014) was used as the occurrence date. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of six manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2025-00454. 2015691-2025-00455. 2015691-2025-00456. 2015691-2025-00457. 2015691-2025-00458. 2015691-2025-00459. 2015691-2025-00460.